Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the insulin pump had moisture damage. The mother stated the battery exploded inside the insulin pump, leaking into insides of the insulin pump. The mother declined to troubleshoot. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no moisture damage found on the electronics, motor, battery tube, keypad and vibrator noted. The insulin pump has minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.